Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the battery no longer hold charge. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined by this was a malfunction of the battery. The customer to replace battery. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer to replace battery to resolve the issue. The device appears to be working as designed and may be safely returned to service with a new battery. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.